Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, unable to confirm blood at insertion site complaint due to the insertion needle was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 300 mg/dl but she was experiencing high blood glucose over 600 mg/dl. The customer was advised about the insertion recommendations. She was instructed to remove and change the sensor. Customer called the next day to report she had some bleeding when inserting the new sensor. She removed the sensor and the site was still bleeding. She was able to stop the bleeding, cleaned the blood from the transmitter and started a new sensor. The product would be replaced and returned for analysis.